Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of noisy signals. No programming changes were made at this time. No adverse events were reported.